Event description:
Additional information received reported the patient's internal bleeding, vomiting, and diarrhea was not related to the device. The patient's issues were due to other health problems the patient had. It was indicated the remote was returned due to a battery issue.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0usuj, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported patient was poor communication screen with antenna attached. The patient programmer would not do telemetry with or without antenna. The issue was not resolved with troubleshooting. It was reported patient fall was sudden, hit their head was bleeding and stated that she has internal bleeding and was vomiting and has diarrhea. The patient was hospitalized and did have a cat scan and 4 blood transfusions and was just released from hospital. The patient also noted that she would not communicate after cat scan a week prior to this call. It was noted that stimulation was not turned off prior to cat scan and when inquired about the batteries in remote, pt said they were just placed in july and doesn't believe they could be the issue. It was noted that patient did feel stimulation however doesn't know if therapy was working due to all the medication she was taking. The patient was indicated for fecal incontinence gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.